Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(6) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional testing identified no failures for device. The device was tested extensively before being returned to customer on (B)(6) 2013. Placeholder.

Event description:
Customer reported device overheated and battery did not have sufficient charge to complete one surgery. This is report 1 of 1 for #(B)(4).